Event description:
Pt was found to be apneic and unresponsive. Pt was manually bagged to increase o2 sats. Vent alarms indicated that the pt was not receiving adequate volumes. Rt changed out the hme filter and pt returned to full vent support. No adverse effect to the pt. The vent filter was preventing the pt from receiving adequate volumes. The filter was not clogged, it appeared clean. A new filter was attached to the vent and problem resolved. The used filter was saved, MFR contacted and filter sent back to MFR for investigation. The hospital has since discontinued use of this MFR's product.